Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 between 12:30 - 1:00am, the patient reported testing with her lfs meter and obtained an alleged high reading of 369 mg/dl compared to her feelings and/ or normal results. The patient reported managing her diabetes with insulin pump therapy. In response to the alleged high reading, the patient reported self administering 6 units of novolog insulin. Sometime after administering the 6 units of insulin, the patient reported feeling warm and claimed her husband then found her unresponsive. Her husband reportedly administered a glucagon injection and called emergency medical services (ems). When the ems arrived, they reportedly tested her blood glucose on their meter and obtained a result of 39mg/dl on (B)(6) 2012 at 1:30am. At the time ems tested the patient's blood glucose; the patient's husband retested the patient with the subject meter and obtained a result between 165-185 mg/dl. Based on statistical methodology, the calculated difference of these glucose result exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. It is not known if the patient received any additional treatment from ems or if she was taken to the hospital. At the time of troubleshooting, the cca noted the test strips the patient was using were within their expiration date, stored properly and appeared in good condition. The patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and no faults were found. The primary complaint was not confirmed. Since the test strip lot number was not provided by the patient, pa is unable to perform strip evaluation. Lifescan (lfs) has requested the return of the test strips for investigation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.